Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair procedure, surgeon reports that the first 2 balloons did not inflate. New device was used to complete the case. There was no patient injury.